Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed high pace impedance measurements of greater than 2000 ohms as well as noise, oversensing and pacing inhibition. The patient reported feeling pre-syncopal. The patient was seen for a revision procedure where the device was explanted and the lead was surgically abandoned. There were no additional adverse patient effects reported.